Event description:
Customer reported a button error on her insulin pump. She replaced the battery, but the issue persists. Customer's blood glucose is 452 mg/dl. She was able to correct and she feels fine. The device may have been exposed to sweat since customer holds the device against her skin. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.